Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation with a bd tube urin plh 16x100 pearl wh. The following information was provided by the initial reporter, translated from (B)(6) to english: we have ordered tubes (ref 364917) from you and all the prfs we do with your tubes are unsuccessful. We used another machine with the same result. We used, in the same centrifugation, your tubes and tubes of another brand (thus checking the proper functioning of the machine). We would like an explanation of how to use them if this could make centrifugation effective.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Event description:
It was reported that there was poor barrier separation with a bd tube urin plh 16x100 pearl wh. The following information was provided by the initial reporter, translated from french to english: we have ordered tubes (ref 364917) from you and all the prfs we do with your tubes are unsuccessful. We used another machine with the same result. We used, in the same centrifugation, your tubes and tubes of another brand (thus checking the proper functioning of the machine). We would like an explanation of how to use them if this could make centrifugation effective.